Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a haemorrhoidopexy procedure, the staples were formed but the stapler did not cut. After returning the safety latch and turning the handle anticlockwise and releasing, the stapler was found not to have cut yet the staples were formed in both staplers. The surgeon, then removed the staples manually one by one and planned to repeat the procedure successfully. The hospital stay was extended - patient had to have the stapled haemorrhoidopexy postponed by 4 days and then done successfully using another a stapler. The staples that fell into patient cavity were retrieved. The surgical time was extended by more than 30 minutes. The patient reported 2 swellings in the anal orifice, issues passing stool, and bleeding post-operatively.